Event description:
It was reported that during a gastroscopy with stent implantation procedure, stent damage occurred. An ultraflex esoph ng prox cvd stn 23x12 had been advanced to treat an unspecified esophageal stricture. The stent was able to be fully deployed; however, the stent appeared "twisted on the flare". The physician unsuccessfully attempted to "correct" the flaring by using biopsy forceps. The stent was removed and the procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "stable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause could not be determined.